Manufacturer narrative:
Analysis and results: there are no previous complaints of any of the two code batches. (B)(4) units of c0022220 - 121144 were manufactured and distributed in the market, there are no units in stock in b. Braun surgical's warehouse. We have opened the 6 unopened pouches and correspond to the product labeled in the pouch. After the investigation it has been determined that both products were packed one after the other in the packaging machine and that no clean line was performed between the orders. We cannot know the number of pouches involved but taking into consideration that no other complaints have been received, we consider that only the 7 pouches were affected. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that in a box of monosyn of code c0022102, 7 packages of code c0022220 were mixed up. One of the mixed up products was opened and disposed already. The batches of both products are 121144.